Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe ongoing dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2017. A balloon dilation was performed. Device explant due to severe ongoing dysphagia occurred without issue on (B)(6) 2018. Device was found in the correct position/geometry.